Event description:
It was reported that there was loss of capture and under-sensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.